Manufacturer narrative:
Physio-control further evaluated the replaced therapy connector assembly. The cause of the reported issue was determined to be due to a worn/ damaged contact 1 of the therapy connector assembly, which would disable all cable identification function.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy cable through its therapy connector. The device would display "connect cable" when the therapy cable was manipulated. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy cable through its therapy connector. The device would display "connect cable" when the therapy cable was manipulated. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the therapy connector and performing other unrelated unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy cable through its therapy connector. The device would display "connect cable" when the therapy cable was manipulated. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.